Manufacturer narrative:
Approximate age of device (age of device: 1 month, 15 days). The patient remains ongoing on lvad support. A direct correlation between heartmate 3 lvas, serial number and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted on (B)(6) 2018. The patient was admitted on (B)(6) 2018 for a suspected gastrointestinal bleed. The suspected association with a continued gi bleeding. The patient was given one unit prbc over a 24 hour period of time for anemia. The patients hemoglobin was measured at 7.3 g/dl. Aspirin and heparin were given at the time of the event. No additional information was provided.